Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the main drawer 6.1 was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 failed due to a connection issue. A field service engineer opened the back of drawer 6 and reseated all the cables for both drawers 6.1 and 6.2. Subsequently, both drawers were tested by opening their lids and removing the cubies. Following this, the station was rebooted, and both drawers were successfully inventoried without any complications. The system functioned as intended after the field service engineer troubleshooted the device.